Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system continu-flo solution sets leaked from an unknown location. The sets were connected to clearlink system extension sets; which the reporter is unable to determine which set leaked. The event occurred during patient use; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to concomitant medical products, device evaluated by MFR and adverse event problem. Additional MFR narrative: two (2) devices were received for evaluation along with two (2) clearlink extension sets. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional testing including pressure testing and clear passage testing was performed with no issues noted. Functional testing was also performed by connecting the devices to the received clearlink extension sets and performing pressure testing and clear passage testing, and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.